Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber returned in three pieces and the visual examination of the fiber identified the connector was separated from the fiber body in addition to the fiber body being broken. It is likely that procedural handling of the device during set-up and/or use contributed to the fiber body break and the interaction between the fiber and user could have caused for it to snap at the locations that were observed, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a transurethral lithotomy procedure for urinary tract stone disease, the fiber came out form the base connector and it was visible that the fiber connector was damaged. The procedure was completed using another device. There were no patient complications. The product investigation confirmed that there was a fiber body and connector break.